Event description:
Additional information received indicated that surgical intervention took place on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy established post-op.

Manufacturer narrative:
The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date. It was noted the device was utilized in a burst cycle mode throughout the implant period with a higher than average amplitude the first year. The device inhibits stimulation and programming when eol is declared. The longevity estimate using the clinician manual energy factor, showed the longevity would have been approximately 1.6 years using an amplitude of 2ma. The actual amplitude was 3ma in the first year. Total stimulation on time was 1.85 years. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the device displayed the "replace generator" on the external device. The patient is not receiving therapy. In turn, surgical intervention may take place at a later date.